Event description:
Clinical report states the pt was revised due to loosening of the tibia.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not verify or identify any evidence of product contribution to the reported loosening. The need for corrective action was not indicated.